Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynx vascular closure device (vcd) balloon ruptured during inflation. The vessel was not calcified and the balloon was not over inflated. There was no prior pta, stent, or vascular graft in the patient's common femoral artery or vein. The vessel diameter was verified to be ¿acceptable¿. The vcd was stored as instructed per labeling. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. Manual compression was applied for 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered and discharged to home. There was no visible damage in the distal end of the sheath after removal. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynx vascular closure device (vcd) balloon ruptured during inflation. The vessel was not calcified and the balloon was not over inflated. There was no prior pta, stent, or vascular graft in the patient's common femoral artery or vein. The vessel diameter was verified to be ¿acceptable.¿ the vcd was stored as instructed per labeling. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. Manual compression was applied for 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered and discharged to home. There was no visible damage in the distal end of the sheath after removal. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.